Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include prying and/or leveraging on the device during use or mechanical damage to the device, such as dropping or hitting the device with another device prior to use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Risk mgr will not release the device.

Event description:
Patient underwent open reduction and internal fixation of left proximal humerus. There was a complication of a broken drill bit that was intramedullary (inside the bone) and it was felt retrieval would be more damaging than leaving in place. Left humerus.